Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device indicated a damaged grommet, the returned device found a set screw with a rounded socket and the returned device indicated the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that during the device implant, the physician was unable to fasten the lead in the header with the device setscrew. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.